Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an abnormal value during maintenance. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that during a routine maintenance the cardiosave intra-aortic balloon pump (iabp) had an abnormal value during maintenance. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Additional information: e1(event site postal code:721). It was reported that during preventive maintenance the cardiosave intra-aortic balloon pump (iabp) had iabp malfunction - unspecified. There was no patient involvement and no harm reported. Factory specifications performed was passed. It was performed by dealer customer. The numerical value is abnormal when entering the engineering mode test. Since it cannot be excluded on site, the machine must be brought back for inspection. Only the main unit, screen and helium gas bottle will be brought back, excluding the car and other accessories. The device not repaired. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it.

Event description:
N/a.